Manufacturer narrative:
Corrected fields: h10 - the reported event was not reproduced during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h-10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The device was returned and evaluated and the following procedures using a cylinder and cavity model of supplies, but we were unable to confirm the phenomenon. 1 hour aging: manual pressurization during insufflation to confirm errors. Error occurrence according to specification. Air supply situation check by lowering air pressure. Pressurization started according to specification. Repeated power on/off. More than one day of the above confirmation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was experiencing the reported power failure. However, during the visual inspection there were no abnormalities found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a procedure, his olympus high flow insufflation unit made an unusual sound and was powering off every 15 minutes. According to the initial reporter, the subject device was used to complete the procedure without any reports of patient harm.